Event description:
It was reported that the holster is being returned due to an unspecified error code. The device gives much more noise as usual. No further info is available. No reported pt consequence.

Manufacturer narrative:
Eval summary: the fault reported by the customer was verified and the green cable was replaced to correct the issue. The unit was serviced and passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.